Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had a "burr" on the tip during use, and when withdrawn, was found to be foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter tube had burr on the tip, which made the infusion failure." "The product has been used in the patient, and blood return normally but can't infusion. Therefore, after being withdrawn by the customer and finding obvious foreign matter on the needle tip, replaced a new one."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9289097. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause: in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had a "burr" on the tip during use, and when withdrawn, was found to be foreign matter. The following information was provided by the initial reporter, translated from chinese to english: "the catheter tube had burr on the tip, which made the infusion failure" "the product has been used in the patient, and blood return normally but can't infusion. Therefore, after being withdrawn by the customer and finding obvious foreign matter on the needle tip, replaced a new one."